Event description:
It was reported that during a procedure to treat a lesion in the saphenous vein graft to the right coronary artery, a perforation occurred. A 3.0 x 16 mm graftmaster stent delivery system (sds) was advanced and inflated to 19 atmospheres (atm). The stent was implanted successfully; however, the perforation was not sealed. Another 3.0 x 16 mm graftmaster sds was advanced and inflated to 19 atm. During deployment, the stent jumped distally. There was a small section in between the stents that was not treated. No other treatment was performed for the perforation and the patient was discharged the next day in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The additional graftmaster referenced is being filed under a separate medwatch report.